Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 546 mg/dl which was treated with manual injection. The customer alleged the insulin pump was under delivering insulin due to sudden raised of blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Customer stated that auto mode feature was active at the time of event. Customer was neither in emergency room, nor admitted into hospital, or emergency medical service was not dispatched as a result of high blood glucose. The insulin pump and reservoir will not be returned for analysis.